Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of unexpected restart and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he tried to deliver a bolus and received unexpected restart alarm. The customer stated that the pump went blank at work. The customer was unable to resolve the issue with battery change. The insulin pump will not be returned for analysis.